Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (non-functional ECG electrodes) was confirmed. As received, the belt failed the ECG fall-off test. Upon evaluation, the u730 processor was defective on the distribution node (dn) pca board. The cause of the non-functional electrodes and test failure is the defective processor. The root cause of the defective processor cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.